Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 1.17ng/ml was obtained. The accu tni result was reported out of the lab. A fresh sample was collected from the pt on the next day and tested for accu tni. The accu tni result was "normal/negative". However, the actual result was not provided. The customer then re-tested the original sample for accu tni. The repeated accu tni result was 0.02ng/ml. The customer did receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within normal range prior to and after the event. System check performed on 09/19/2006 passed. The samples were collected in lithium heparin tubes. The specimens were sampled from pour off tubes. A field service engineer (fse) was dispatched to the customer's lab in 09/2006. The fse conducted diagnostics and precision testing; the results passed within specifications. The fse verified that the instrument was operating per published specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.